Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2021-03075. All investigation activities will be captured under report 1416980-2021-03075. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not diffused properly and plastic balloon leaked in the shell. The expected infusion time was four (4) days; however, approximately 1/4 infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.